Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the black box data from the date of the event had been overwritten due to continued use of the pump. A rewind, load, fill cartridge and fill cannula step were successfully completed. A 24 hour duration test was successfully completed with no loss of prime warnings or alarms duplicated. The pump was detecting the correct force. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 24 mmol/l with symptoms of increased urination and thirst. The reporter stated that the patient did not receive any treatment above and beyond the expected diabetes management. The patient had remained on the pump at the time of the call. The reporter alleged that the patient was not correctly priming the tubing per the user guide. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the pump.